Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, oversensing on ventricular channel was observed. Review of non-sustained rv oversensing episodes showed double counting of wide qrs causing the episodes. All episodes occurred on a single day for few minutes and no new episodes have occurred since. It was discussed that no valid programming changes can be made to address this without drastically affecting device function. Patient will continue to be monitored for any new episodes.